Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The physician noted the lead fracture could have been due to a clavicular crush. The rv lead exhibited high thresholds, infinite impedance, and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.